Event description:
It was reported by the clinician that the patient had an art line in place. It was noticed that the catheter appeared to be leaking at the insertion site. As a result, the catheter was exchanged. Reference MDR #1036844-2009-00199 for second event involving same patient.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.